Event description:
Md was placing a port with a guidewire. Upon removal of the guidewire, the sheath was noted to start to fray with a piece that broke off in the patient's vessel. This was recognized immediately, our cath lab attending was called and came to the or to confirm that the piece of sheath was in the patient's vessel. The decision was made to complete the case, extubate the patient and admit them overnight to picu for observation with a plan to go to the cath lab tomorrow for possible retrieval.